Event description:
Lv pacemaker lead in poor position. He had a biventricular defibrillator placed in (B)(6) 2016. The device is adequately functioning although the left ventricular pacing lead may not have been optimally positioned. Plan to proceed with repositioning of lv lead in the coronary sinus.